Event description:
It was reported that cartridge change errors occurred with multiple cartridges during the load sequence. The customer¿s blood glucose (bg) was "high" although specific value not provided. Customer did not address bg level. Customer continued to use the pump for insulin therapy.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.